Event description:
The suture was used during an aortic arch replacement. Reportedly at the end of the procedure and taking the patient off by-pass, the surgeon noticed that the pledgets were loose in the patient's chest cavity. After further examination, the surgeon noticed 5 suture strands that had broken and came off the anastomosis. The surgeon used additional sutures to complete the anastomosis.